Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of type 1a endoleak with migration of the cuff (infrarenal stent graft extension). This endoleak with migration was mostly likely user related due to the off- label neck anatomy. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
At the completion of the clinical assessment on 10/01/2018, for a pervious report event (2031527-2018-00663), clinical was able to find substantial evidence to support the following additional findings of a type 1a endoleak and migration of the cuff (infrarenal stent graft extension). This report is for the type 1a endoleak and migration of the cuff (infrarenal stent graft extension) only.